Manufacturer narrative:
Summary of analysis: the device was subjected to electricl/mechanical function testing and environmental stress testing. Normal pacer operation ws observed. The unit is operating within new pacer specifications. Records indicate that the device was sterile when shipped.

Event description:
The reporter indicated that the device was explanted due to erosion and infection. The reporter also indicated that sinus node dysfunction with documented symptomatic bradycardia.